Event description:
A report was received that during a lead revision due to inadequate stimulation, the physician had to replace the lead. Two contacts came off the paddle when the physician attempted to reposition the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision due to inadequate stimulation, the physician had to replace the lead. Two contacts came off the paddle when the physician attempted to reposition the lead. The patient was reportedly doing well following the procedure.